Event description:
Pt developed symptoms of hypersensitivity at injection sites approx 5 weeks after treatment. Pt has noted symptoms flare up after eating beef. Physician has prescribed oral claritin, desowen lotion, and advised pt to avoid beef.